Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was over 600 mg/dl with ketones. The customer went to the emergency room and was subsequently admitted to the intensive care unit on (B)(6) 2025. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released on (B)(6) 2025.